Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user could not attach the infusion set connector to the pump, including attempts without a cartridge, due to upside-down connector orientation and tubing placed on the wrong side of the connector; after guidance via video call, the user corrected the orientation, successfully inserted the cartridge, observed drops, and completed the change without further issues. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy beyond a temporary interruption and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to improper connector orientation and infusion set deployment, with the connector component implicated but functioning as designed once used correctly. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.